Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Additionally, the patient stated the inaccuracy was 50-60 points off. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.